Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that orders are not crossing due to software issue. A technical support specialist accessed the application server and logged into the health sight viewer, where it was discovered that the external system had been down for 43 minutes. Subsequently, a server query was executed, and a server package for interface reset was deployed from the remote support service to rectify the issue. The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that a pyxis medstation es system orders are not crossing. The customer stated that device is not communicating and new order is not crossing. This problem is impacting multiple devices throughout the facilities and is causing delays in the dispensing of medication. There were no adverse events or injuries reported based on this event.